Event description:
Additional information received reported the patient¿s managing health care provider (hcp) was aware of the event but had no documentation on the cause and ¿felt¿ that it was not pump related. The patient was seen on (B)(6) 2013 for a pump refill. The hcp was not willing to share any further information.

Event description:
It was reported the patient was in the intensive care unit (ICU) and the health care provider wanted to have the pump turned down because ¿we think it¿s contributing to some of her low blood pressure and poor mental status¿. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).